Manufacturer narrative:
(B)(4).

Event description:
It was reported a couple of days after a pocket revision, a second procedure was performed to address microdislodgement of the atrial lead. The lead was repositioned. No further information is available.